Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A part was replaced. The system operates as intended.

Event description:
The customer reported that the 2800 system would lock-up. No patient injury was reported.